Event description:
It was reported that the insulin pump alarmed button error. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners. The pump also had no button response due to corroded keypad traces. However, no button error alarms were noted.